Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that battery was loose in bracket. There was no reported pt involvement.